Event description:
It was reported that the patient presented in clinic due to their generator having reached the normal elective replacement indicator. It was noted upon interrogation that the right ventricular (rv) lead's defibrillatory impedance was high. No other anomalies were observed. No programming change or intervention was done. The lead remained implanted. The patient was stable before, during and after interrogation.